Manufacturer narrative:
No motor error alarm, rewind anomaly or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Device had stripped battery cap coin slot, cracked battery tube threads, cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had crack around the battery compartment and the reservoir and also had motor errors. Customer¿s blood glucose level was unknown. Customer also reported no delivery alarms and rewind was slower than before. Customer reported that there was physical damage to the insulin pump's reservoir lip ring and the reservoir was able to lock in place when inserted into insulin pump but only half way. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.